Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem black screen and alarm tone were found during evaluation. The reported condition was verified. The cause of the condition was due to physical damage to the lvp mechanism and the bottom of the front panel cover. The lvp mechanism and front panel cover required to be replaced to address the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had black screen and alarmed so had to remove the battery. There was no patient involvement. No additional information is available.